Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70 serial#: (B)(4) model description:st linear lead, 70cm with pre-loaded 0.014 inch stylet the explanted devices were not returned to bsn because they were discarded by the medical facility.

Event description:
A report was received that the patient had recently lost (B)(6) (not device related) which caused the patient's ipg to migrate. The physician explanted the patient's precision system.